Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had buttons not working and they were stick. Customer's blood glucose value was unknown. Customer also stated that cracks on case rejected battery. Insulin pump will not be returned for analysis.